Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
Examination of the returned device confirms the reported complaint. A complaint database search on the provided product code family identified similar reports which were attributed to product wear out due to heavy usage. Based on the root cause of product wear, corrective action is not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Event description:
18d large sleeve trial is damaged and will not fit on sleeve introducer. It did not delay case and no broken instruments were left in patient.